Manufacturer narrative:
Initially in the 3500a follow-up #1 it included the picture investigation which stated the following: an analysis was performed on the picture that was provided by the customer. A picture showing the material that was flushed out from the vizigo sheath was received for analysis. The photo does not provide sufficient information related to the reported event and therefore no result can be obtained from it. The customer complaint cannot be confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. The investigation for the picture was reopened to perform additional review and the picture investigation was completed on 15-dec-2022 which resulted in the following changes. A picture shows white that looks like pliable foam and about 2cms in length out from the vizigo sheath. Per the condition, this issue could be related to manufacturing and therefore, an investigation was performed with the supplier manufacturer. It was concluded that no processing aids or components from the manufacturing assembly line matched the description and appearance of the foreign material found in the complaint device. This complaint cannot be determined to be manufacturing attributable. The product analysis was performed as appropriate in order to find the root cause of the complaint. Therefore, the following codes were added to the following fields: -h6. Component code added cylinder (g045042) -h6. Investigation findings added appropriate term/code not available (c22) and inappropriate material (c0602) -h6. Investigation conclusions added cause not established (d15) h6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 12-jan-2023 noted a correction to the 3500a follow-up #1 as the DHR was inadvertently omitted. The device history record (DHR) for the lot number 00001705 has been received and no internal action related to the complaint was found during the review.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and foreign material on the usable length of the device issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath medium was flushing out a material that appeared like foam and the physician did not feel comfortable continuing with it. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue was resolved. The case continued. Additional information was received on the event. The material appeared to be a white, pliable foam the circumference of the sheath and about 2cms in length. The product was flushed before procedure and this is when the foam was discovered. The product was never used on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2021 the hemostatic valve and silicone ring were found dislodged. This returned condition was assessed as MDR reportable for a hemostatic valve separation. This new reportable lab finding awareness date is (B)(6)2021. An analysis was performed on the picture that was provided by the customer. A picture showing the material that was flushed out from the vizigo sheath was received for analysis. The photo does not provide sufficient information related to the reported event and therefore no result can be obtained from it. The customer complaint cannot be confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection of the returned device. Visual analysis of the returned sample revealed the hemostatic valve and silicone ring were found dislodged. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and ring, the physical damage observed which suggest that excessive force was applied. The foreign material reported (appeared like foam) was not returned. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of quality process all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve conditions. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿foreign material on usable length of catheter¿. Investigation findings: fracture problem (c070603)/ investigation conclusions: cause traced to user (d11)/ component code: valve(s) (g04135) were selected as related to the biosense webster inc. Product analysis lab finding assessment of the ¿hemostatic valve separation¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 14-oct-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and foreign material on the usable length of the device issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was flushing out a material that appeared like foam and the physician did not feel comfortable continuing with it. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue was resolved. The case continued. Additional information was received on the event. The material appeared to be a white, pliable foam the circumference of the sheath and about 2cms in length. The product was flushed before procedure and this is when the foam was discovered. The product was never used on the patient. The event was assessed as MDR reportable for foreign material on the usable length of the device.